Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of vascular occlusion is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvederm®. At an unspecified time after the injection, patient experienced a vascular occlusion in the lip. Patient was treated with hylenex®. Patient is scheduled for follow up. No additional information was provided.